Manufacturer narrative:
Of the 192 allegations of a malfunction, 74 pumps were returned to animas and investigated. Of the investigated pumps, 68 were found to be malfunctioning due to dim/fading color spectrum. During investigation for unrelated complaints, there were 79 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 192</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/color spectrum issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-90 years of age and between 18 and 250 pounds. Of the reported patients, 82 were male and 110 were female.

Manufacturer narrative:
In quarter 1 of 2019, there were 53 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device analysis: in quarter 2 of 2019, there were 3 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.